Event description:
Situation: nicu discovered a glitch in the new alaris version 12 IV infusion pumps. The display screen on certain infusions rounds to the nearest one-tenth instead of the one-hundredth after the infusion is started. The specifications and pump manual state that the display screen should display rates to the one-hundredth. Background: so far we believe that this issue is limited to guardrail drugs that are built in the library as an intermittent infusion and are infused via the large volume (bag) pump attachment. The issue was discovered when we were running lipids for durations less than 24 hours and has been confirmed and reproduced by the bd alaris team. Pending an official report from bd alaris we have suspended our roll out of the new pumps and reverted our nicu back to version 9 hardware. Bd alaris has been promising to provide an official letter confirming that the rate accuracy of the pumps has not changed however, their official response has been repeatedly delayed. Follow-up email regarding alaris system: dear "(B)(6)." Thank you for your patience. Our preliminary investigation has confirmed that infusion rate accuracy is not impacted by the rate calculated display differences between your previous software (v. 9.19) and the updated version (v. 12.1.2). We expect to provide a full report to you by the end of next week, but wanted to share this important confirmation with you today as requested. "(B)(6)," rn, ms vice president, medical affairs, infusion solutions bd. Ismp, (B)(6), phone: (B)(6), email: (B)(6). Submission ID: (B)(4).